Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced recurring critical battery alarms on the same port of controller with multiple batteries. There was no reported patient injury as a result of this event. The controller (B)(4) and batteries (B)(4) were returned to the manufacturer for evaluation. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms and power switching events involving batteries (B)(4), and instances where power disconnect alarms occurred on the ps2 port. The returned controller passed functional testing, but failed visual inspection as a result of a defective latch pin on ps2 port. The most probable root cause of the reported event may be attributed to a combination of the power source connector damage found during testing and a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate these types of issues. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release). A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of three reports (3007042319-2014-00485, 3007042319-2016-00101 and 3007042319-2016-00102) submitted for devices related to the same event.

Event description:
Approximately eight months post implantation, the site reported that the patient had experienced critical battery alarms. The batteries and controller were removed from the patient and new batteries and controller were supplied. No harm or injury to the patient was reported as a result of this incident. Preliminary review of the log files revealed that the patient had experienced a loss of power three days prior to the reported event date.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.